Event description:
Customer states that the cuff of a cannula that was in use for only 2 weeks deflated (according to physiotherapist seemed to have a perforation). It was verified that a broncho aspiration occurred and a few days of hospitalization was required. Customer confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis.